Event description:
Per the clinic, the patient experienced crackling sound and subsequent loss of connection to the internal device and no sound. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 , and the patient was reimplanted with another cochlear device during the same surgery.